Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by customer that air in line and occlusion.

Manufacturer narrative:
Correction: removed annex a code a04. H10: photos taken by the customer verify the air in line. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information was provided.